Event description:
Clinical study. Same case as 2134265-2009-02116 and 2134265-2009-02117. It was reported that following a coronary artery stenting procedure, the pt experienced a stent thrombosis (st). The lesion being treated was located in the mid right coronary artery (mid rca). The pt was admitted with an acute inferior myocardial infarction (mi) and underwent coronary angiography. Angiography revealed 100% occlusion with thrombus of the mid rca. There were two taxus stents and two non bsc stents placed in the rca, all interlinked. Proximally, a 3.0 x 16mm taxus stent was placed, followed by two 2.75 x 16mm non bsc stents, followed by a second 3.0 x 16 taxus stent. In addition, an attempt to place a 24 mm taxus was unsuccessful. After removal of a thrombus and just prior to deployment of the first stent, a guider (ecr)-induced dissection was noted. The most distal stent (3.0 x 16 taxus) was deployed and extensive dissection was noted proximally. The second taxus stent was placed at the origin of the dissection. Further angiography, revealed an area of narrowing between the two stents and an attempt to advance another taxus stent to the area was unsuccessful. It was then, the two non bsc stents were placed in the middle of the dissection. The next day, the pt developed chest pain and ECG changes and underwent repeat angiography. Angiography revealed the whole artery was occluded with thrombus "possibly due to" angiomax failure and not adequate antiplatelet therapy for the full metal jacket received." The occlusion was treated with balloon angioplasty using a quantum balloon with multiple inflations up to 18 atms. The distal portion of the rca appeared "somewhat disrupted", and there was concern that the mailman guidewire dissected the vessel. Final angiography showed significant improvement in the distal vessel. It was felt that the disruption may have been due to a spasm or distal thrombus. The pt was discharged the next day, on plavix and aspirin, with the event being resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.